Manufacturer narrative:
(B)(4). Batch #t5dk50. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage with a tr45w cartridge not loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The event could not be confirmed as the device opened and closed without any difficulties noted. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device.

Event description:
It was reported that during an unknown procedure, the device could not be closed. Surgery was completed with a new device. There were no patient consequences.